Event description:
It was reported that a patient¿s leads migrated. It was reported that one electrode on the migrated lead had high impedances (>10000 ohms). It was reported that the lead was explanted and replaced. It was reported that during the surgery, the unaffected lead was unintentionally pulled down by the doctor, and it was then also replaced. It was reported that reprogramming and x-rays were performed in addition to impedance testing. It was reported that the issue was resolved after the revision. It was stated that the explanted leads would be returned to the manufacturer. It was stated that the doctor felt the titan anchor failed and caused the lead migration. It was stated that there was an insertion retention issue. It was stated that the titan anchor was explanted and replaced with an injex bumpy anchor. It was reported that the patient was alive with no injury and had no symptoms or complications associated with the event.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3550-39 lot# n343398, implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type accessory product ID 37754, serial# (B)(4); product type recharger product ID 3550-39, n318297, implanted: 2012 (B)(6); product type accessory product ID 37744, serial# (B)(4); product type programmer, patient product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3777-45, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3708120, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3777-45, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the lead (B)(4) found the distal end of the stim lead conductor was broken. Analysis of the anchor (B)(4) found the titan anchor became physically separated or dislodged. Analysis of the anchor (B)(4) found no anomaly. Analysis of the lead (B)(4) found no significant anomaly. The lead body was cut through.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.